Event description:
Additional information was received. Patient reported they experienced pain associated with urgency and back pain throughout the night which caused them to be up and down every two hours. They were going more frequently with smaller amounts. Patient thought their urinary tract was irritated and that they had this before. It was later reported that the irritation went away. An ¿annoying¿ and irritating stimulation was reported in the patient¿s rectum. Patient was advised to decrease stimulation if it is uncomfortable. Manufacturer representative reported the patient¿s procedure was done because the patient had urinary retention, and it was not unusual for them to have difficulty starting a urine stream. No further complications anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that, on the day prior to the report, the patient was not able to void with the stimulation on. They had to turn the stimulation off to void. It was also noted that they had pain at the lead site on the night prior to the report. The pain subsided. They switched from the right to the left lead in hopes of improvement. It was unknown if the issue was resolved at the time of the report. It was noted that the trial also started on (B)(6) 2017. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.